Manufacturer narrative:
The technician found the rivet on the transfer link at the head end of the stretcher came off. The technician replaced the rivet to repair the stretcher.

Event description:
Information received indicates the head end casters are not holding when the brake is applied at the foot end of the stretcher.